Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's current blood glucose was 356 mg/dl. The mother stated the customer has treated their blood glucose with the insulin pump. It was also reported the customer had the presence of ketones from their high blood glucose. The mother stated the drive support cap appeared to be normal. The mother declined to check for the presence of air bubbles or leaks.the customer's settings were also accurate on the insulin pump. The mother declined to perform the high pressure test. The mother declined to return the insulin pump for analysis.